Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported he performed circuit calibration and piston centering calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported amplitude out of specification on the 3100 a ventilator. The customer confirmed there was no patient involvement associated with the reported event.